Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump was not alarming when tube feed is empty. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/7/2017.

Event description:
The customer states that the enteral feeding pump is infusing more volume amount than it was set for. The user poured 500 ml feed into the bag at night and set the pump for 45 ml/hr x 10 hrs. The entire bag was empty by morning and sometimes infuses some air. The customer further states that the pump was not alarming when tube feed is empty.